Manufacturer narrative:
Other text: h3: one cadd solis vip pump was received with a bubbled downstream occlusion sensor (dso) seal. The event history log was reviewed and there was no evidence of the reported issue. A functional check was conducted and the reported issue was able to be confirmed. The device alarmed with an error code 45985 with a red screen display. The error code 45985 indicates a problem with watchdog_alarm_time. It was determined that the microprocessor board was inoperable which caused the system to alarm. Therefore, the microprocessor board will be replaced.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd solis vip pump, the device exhibited ec 45985. No patient involvement reported.